Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, multiple episodes of under sensing, intermittent sensing were noted along with low r wave amplitude. Programming changes were made. As the implant was new, it was predicted that the signal amplitude will improve as the pocket get tighten over the period. The patient was stable.